Event description:
It was reported that while a pt was using an nev100 ventilator, the unit started to smoke. The unit then allegedly stopped and the screen went blank. The pt does not believe that the alarm sounded. No injury occurred as a result of this event.